Event description:
A pt reported two sets of blood glucose comparisons with results of "147 mg/dl" with a lifescan meter and "99 mg/dl" on a laboratory device for the first set and "247 mg/dl and 151 mg/dl" for the second set, both performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy, thereby indicating a potential malfunction of the meter in terms of accuracy. The control solution was replaced.